Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla unknown). Revision surgery to reposition the magnet occurred on (B)(6) 2017. The implanted device remains.